Event description:
The customer contact philips healthcare to report that the device battery pins a and b need replacement. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.